Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had an unexpected alarm during normal use. Blood glucose level at the time of the incident was 90 mg/dl. The customer stated her insulin pump is going off and has an x with an arrow pointing to an open book with a question mark. The customer stated she received a "critical pump error". The insulin pump will be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit received with critical pump error, problem isolated to electronic assemblies. Unit received with pillowing keypad overlay, faded serial number label, cracked case corner of the belt clip rails near the battery compartment and minor scratches on lcd window.